Event description:
Complainant alleged that while attempting to cardiovert a pt (age and gender unknown), the device displayed a "defib fault 78" message. The complainant indicated that the clinician was able to charge the device after several seconds and shock the pt. The complainant indicated that there was not adverse effect to the pt as a result of the reported malfunction.